Event description:
It was reported by the patient¿s relative that the patient passed out and was taken to the hospital. The patient has not been seen at the clinic since that time. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).